Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Total thyroidectomy - "dr. (B)(6) performed a total thyroidectomy and complained numerous times about the sticking. I have worked with the scrub tech in the past on cleaning the device and she was diligent in doing so, but it didn't seem to help much. He also informed me that the blade would not transect tissue a couple of times and he had to use other instruments." Patient status - "patient status not impacted by experience".

Manufacturer narrative:
We have tried to obtain the incident device for evaluation with no success. The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the exact root cause of the event could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate this type of event. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information rcvd 13may2016 from applied medical team member: just a bovie and handheld metal retractors were used during the procedure. Additional information rcvd 02june2016 from team member applied medical team member: unsure what type of tissue in the jaws when the blade failed to transect. Surgeon was mobilizing and removing the entire thyroid. He didn?t inform me until after the case he had the issue. The device failed to cut during the middle of the case.